Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 4.0x38mm xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient was hospitalized due to unstable angina. On (B)(6) 2016, percutaneous intervention was performed, placing an unspecified stent in the mid lad. Reportedly, it was unknown if there was restenosis in or within 5mm of the xience prime stent. The event resolved without sequela on (B)(6) 2016 and the patient was discharged from the hospital. There was no additional information regarding this device issue.